Manufacturer narrative:
It was reported that prior to use the sterile pouch of the product (orbit complex fill 5x15) was open. Other products of the same code and lot were used to complete the case without any problems. The product exterior box was sealed. There were no signs that the product was accidentally openned and put in the outer box. The product was not exposed to excessive heat, and the product was new. An opened box for trufill dcs orbit 637cf0515 was received inside of a plastic bag. Inside of the box was an opened pouch with a coil dispenser that contains the device. One of the sides of the inner pouch was totally opened and presented no evidence of seal. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported open sterile pouch was confirmed during the analysis. Actions have been initiated via the risk management process to investigate the root cause and determine if any corrective actions are needed. Action was opened to address this failure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, it was found that the sterile pouch of the product (orbit complex fill 5x15) was open. Other products of the same code and lot were used to complete the case without problem. The product exterior box was sealed. There were no signs that the product was accidentally open and put in the outer box. The product was not exposed to excessive heat, and the product was new.